Event description:
The customer reported that the cable failed to acquire 12-lead ECG.

Manufacturer narrative:
The customer reported that the cable failed to acquire 12-lead ECG. The philips customer repair center confirmed the failure, and resolved it by replacing the ECG leads trunk cable.